Manufacturer narrative:
(B)(4). Date sent: 02/20/2019. The DHR for lot 18683 was reviewed. No reworks, ncrs, or defects related to the product complaint were found. As the device was not returned, an analysis investigation could not be performed.

Manufacturer narrative:
(B)(4). The DHR for lot: 18683 was reviewed. No reworks, ncrs, or defects related to the product complaint were found. As the device was not returned, an analysis investigation could not be performed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that on (B)(6) 2019, a linx explanation took place as the patient did not tolerate the occurring dysphagia after implantation and showed no compliance with regard to food recommendations. A cortisone treatment (post-op guide) to overcome the expected temporary dysphagia was refused. The patient had implantation of lxm13, lot 18683, on (B)(6) 2018 to treat reflux. The post-op diagnostics showed normal and expected function of the implant. The preparation of the linx device to explant was done electively and without complication. The lxm13 was found to be in a proper position and size relative to the esophagus. A toupet fundoplication was chosen as following surgical therapy to handle the reflux.